Event description:
It was reported that following the placement of an embolization coil within an aneurysm, the physician tried to retrieve the balloon. In doing so, the coil came out of the aneurysm partially. Upon making an attempt to remove the coil with the microcatheter, the coil prematurely detached from the delivery pusher. The coil was retrieved using a gooseneck intravascular snare. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device has not be returned for analysis to date. We have inquired regarding its status. The root cause of ths complaint can not be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.